Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all patients and orders are not crossing to pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing to the station. The technical support specialist (tss) dialed into the station and verified that all sync information was current. The tss reviewed available patient data, which appeared accurate and complete. From the server side, confirmed that sync status was up to date and both patient and order information displayed correctly. The tss confirmed with the customer that the issue was resolved after rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all patients and orders are not crossing to pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.